Manufacturer narrative:
Additional information was received which indicated that approximately four years and three months after the valve implant the gradient increased from 34 millimeter of mercury (mmhg) to 62 mmhg with dopamine and reduced to 34 mmhg post valvuloplasty. The previously reported stent fracture(s) were present at that time. The pre-echocardiogram gradient was 55 mmhg and post was 30 mmhg. The gradient across the valve previously reported as 80 millimeters was updated to reflect 45-48 mm. The stent fractures were also identified via chest x-ray at that time. Approximately four years, eleven months and fourteen days post valve implant, a post dilation occurred. The valve gradient of 45-48 mmhg was reduced to 16-20 mmhg. A pre-cath echo gradient of 45 mmhg and post-cath 50 mmhg were also reported. The cause of the stent fractures was not determined. There was already a planned intervention for the replacement of the valve due to outgrowth. Reportedly, intervention occurred approximately five years and four months later to address the gradient with a conduit stent and valve replacement. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: high gradients is a related risk documented in the risk management files. Based on clinical data and literatures, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, have been associated with an increased risk of stent fracture. Based on the information available and without the device returned for analysis a root cause of the stent fracture cannot be determined. The device history review (DHR) of this melody valve was reviewed and no anomalies were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 4 years, 6 months, and 18 days following the implant of this transcatheter bioprosthetic pulmonary valve, the gradient across the valve was 80 millimeters of mercury (mmhg). Dilation of the valve was performed, and the gradient was reduced to 50mmhg. Multiple type ii transcatheter pulmonary valve stent fractures were identified via fluoroscopy. A heart catheterization performed 5 years, 1 month, and 23 days following the valve implant, indicated the right ventricular (rv) pressure was slightly greater, half systemic, 30mm hg across the pulmonary valve. No additional adverse patient effects were reported.